Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed with message: "pressure transducer difference higher than 5cm h2o" during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) needs to be replaced. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. Defective pressure transducer pcb may lead to high pressure. The root cause of the event has not been determined.

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model # and #h4 manufacture date was required. D1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit; d4 - version or model # - previous version or model #: servo-s, corrected version or model #: 6640440; h4 - manufacture date: previous manufacture date: 02/12/2015, corrected manufacture date: 02/05/2015; the UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-2022.

Event description:
Manufacturer's ref. #: (B)(4).